Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. Final analysis found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet, ptfe coating and inner coil.

Event description:
It was reported that during initial implant procedure, the left ventricular lead dislodged when attempting to remove the catheter. It was also noted that the stylet could not be removed. The lead was removed and replaced with no issue. Patient was stable.